Manufacturer narrative:
Device evaluation the pipeline flex was returned for evaluation with the microcatheter. As received, the pipeline flex pushwire was observed to be within the microcatheter. For further examination, the pipeline flex pushwire and braid were pushed out of the microcatheter with no issues. The pipeline flex braid was observed to be fully open with slight fraying on the distal and proximal ends. No other anomalies were observed. Based on the analysis findings and the reported event details, the report of pipeline flex failure to open in the distal and middle sections could not be confirmed. The cause for the reported experience could not be conclusively determined as the returned pipeline flex braid was observed to be fully open. It is possible that the patient¿s severely tortuous anatomy and damaged braid may have contributed to the reported issue. All products are 100% inspected for damage and irregularities during manufacture. The damage to both ends of the pipeline flex braid is likely the result of the physician resheathing the device more than the recommended two times. Per our instructions for use (IFU): ¿resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿

Manufacturer narrative:
The pipeline flex has been returned to the manufacturer and evaluation is currently in progress. A follow-up MDR will be submitted when evaluation is complete. Mdrs related to this patient: 2029214-2016-00859, 2029214-2016-00860, 2029214-2016-00861, 2029214-2016-00862, 2029214-2016-00863.

Event description:
Medtronic received report that a pipeline flex did not open completely during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the right ophthalmic internal carotid artery (ica). The aneurysm max. Diameter was 6mm and neck diameter was 5mm. The landing zone artery size was 4.2mm distal and 4.8mm proximal. The vessel was severely tortuous; the ica included tight turns. The devices were prepared as indicated in the IFU. A pipeline flex was attempted to be implanted. The pipeline flex was navigated without issue. At deployment, the distal end was slow to open if it opened at all. The physician continued to deliver the device to see if the braid would eventually open. The middle section did begin to open and appose the vessel wall, however a twist developed. The device was resheathed more than two times. The pipeline flex was removed from the patient. Ultimately, a new pipeline flex was able to be implanted in the patient. The procedure was ended. There were no reports of patient symptoms in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.